Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) wouldn't size the lifeband to the patient during a cardiac arrest call. The autopulse platform continued to display the prompt: "pull up the lifeband." Even when the lifeband was fully pulled up, the issue persisted. Therefore, the crew reverted to manual CPR. No other errors have been reported. No consequences or impacts on the patient. The autopulse platform appears to function properly when used with a manikin.